Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was visually inspected and no issues were observed. When tested with the generator an alert screen was given, "two switch activation detected." No further testing could be performed due to this condition. The instrument was disassembled and it was found that the wires near the limit switch were cut resulting in shorting out with the limit switch. This caused the error screen and disabled the device. There was no "hand piece" error screen displayed. No conclusion could be reached as to how the wires became cut.

Event description:
It was reported that before a lap hysterectomy procedure, the device was plugged in and immediately went through the initial cycle and the generator displayed "reactivate - two switch activations detected' and also just the word "handpiece." This happened several times prior to the start of the procedure and the device was used on the patient. Another device was opened and used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.